Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and upon data review noted lead noise on atrial tachy response (atr) episodes, therefore a fracture lead was suspected. Further in clinic testing and x-ray of the lead was recommended. This ra lead remains in service. No adverse patient effects were reported.